Event description:
The MFR received information alleging a millennium concentrator had low oxygen output and did not alarm. The pt expired as a result.

Manufacturer narrative:
The device was returned to the MFR for evaluation. The customer's complaint of the device having no oxygen output was confirmed. The compressor was found to be faulty and was replaced to address the issue. The customer's complaint of the device not alarming was not confirmed. The device was tested by (B)(4) and confirmed the device did alarm appropriately. The device was tested by the MFR and it alarmed to design specifications.